Manufacturer narrative:
A field service engineer (fse) refitted tubing onto the center bsv section. The fse ran several startups and performed reproducibility in both modes to verify the repair. The fse also validated the instrument and no further leaks were observed.

Event description:
A customer reported the rinse block was leaking when they ran their instrument in secondary mode. Sample results were not reported out from the secondary mode. The operator was wearing appropriate personal protective equipment (ppe); lab coat and face shield. There was not death, injury or change to patient treatment associated with this event and the operator did not seek medical treatment.